Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot 5490048 for item number h965606919071 for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. There have been no previously reported complaints for packaging lots 5490048 for similar issue. The recent angiodynamics complaint report was reviewed for the convenience kit product family for the failure mode, "package hole/perforated." No adverse trend was identified. A photo was provided which appeared to show a small puncture in the polyfilm side of the kit pouch. Unfortunately, the sample returned by the distributor was unable to be located. As part of the receiving process at (B)(4) (the distributor in japan), all pouched products are removed from their inner boxes and a (B)(4) label (in japanese) is applied to each pouch. Additional handling may occur if product is 100% visually inspected. The pouched product is then reboxed into the inner box by the (B)(4) warehouse employees. The exact root cause of the outside forces pressing against the pouch in a manner that resulted in a hole cannot be determined. Potential contributing factors include: handling of the pouches as they are placed in the inner boxes. Handling during transit to (B)(4) warehouse. Handling during (B)(4) labeling/inspection and re-boxing process. All pouches are 100% inspected per angiodynamics procedures during the sealing and final box processes. Employees involved in the packaging/final boxing of the reported kit have been made aware of this complaint. The directions for use (dfu) packaged with the kits contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged." (B)(4).

Manufacturer narrative:
It has been indicated that the reported device will be returned for evaluation, but to date, it has not yet arrived. Upon receipt of the sample, and completion of the investigation, a supplemental medwatch will be submitted. (Pr23333)

Event description:
As reported by angiodynamics' distributor in (B)(6), in the distributor's warehouse a hole/tear was found in the tyvek portion of a convenience kit pouch, breaching the sterility. The kit had not been provided to a hospital and was returned to angiodynamics for evaluation.